Event description:
It was reported that the ventilator did not deliver air. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the expiratory minute volume low alarm was generated. The customer checked device himself and no deviation was found. When our technician came to the site, the device was already put back into clinical use. According to the technician, the issue was most likely related with the connection with the patient not being sealed well enough. Device's logs were not provided for further analysis. The root cause of the reported alarms has not been determined, as the source of the leakage was not established.